Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the power supply failed. No patient involvement.

Manufacturer narrative:
Date of report: 09/06/2018. Date received by manufacturer: 06/21/2018. Additional information: (UDI); a power management (pm) printed circuit board assembly (pcba) was returned for investigation. A visual inspection of the component was performed and a burnt core to a component was found in the pm pcba. Testing was performed on the returned component and the root cause was isolated to the burnt component in the pm pcba.